Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The customer's diabetes educator stated that the insulin pump alarmed no delivery prior to the event, but the customer ignored the alarm and went to sleep, leading to the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.